Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device directory did not save a ventricular fibrillation electrogram episode. Recommended the episode may be in the vt-2 zone. No adverse consequences were detected.